Event description:
At about 5 years and 3 months after the previous revision surgery due to instability, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to gmk hinge. The patient had already underwent to different surgeries due to multiple infections.

Manufacturer narrative:
Batch review performed on 28-jun-2023. Lot 171527: (B)(4) items manufactured and released on 16-mar-2017. Expiration date: 2022-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: batch review performed on 28-jun-2023. Gmk-revision 02.07.2404r femur revision ps size 4 r (k102437) lot. 163514: (B)(4) items manufactured and released on 28-jun-2016. Expiration date: 2021-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.0683r revision fixed tibial tray cemented size 3 r (k123721) lot. 160309: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review. Gmk-revision 02.07.0036rp patella resurfacing size 4 (k113571) lot. 148622: (B)(4) items manufactured and released on 25-feb-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.